Manufacturer narrative:
A sample was provided for investigation. An interfering factor against sa component of the reagent could be identified. This type of interfering factor is addressed in the product labelling.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable roche diagnostics cobas elecsys anti-tpo result for 1 patient tested on a cobas 8000 e 801 module compared to an abbott method. The patient's specific age was not provided but it was stated that the patient was a "child." The initial anti-tpo result was >600 iu/ml. The sample was automatically retested by the analyzer using the dilution factor of 1:5. The diluted anti-tpo result was < 9 iu/ml. The sample was tested on an abbott analyzer and the anti-tpo result was < 9 iu/ml. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The anti-tpo reagent lot information was requested but was not provided. The investigation is currently ongoing.